Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had flipped after her initial implant and she had to have a revision.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or manufacturing representative. It was noted the patient was waiting for a call from their hcp.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead product ID 3708120, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4).